Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord strain relief was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 6800 system power cable strain relief was loose. No pt injury was reported.